Manufacturer narrative:
Device returned for evaluation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40. There was no report of a patient injury or harm.